Event description:
The physician was attempting to implant a 3.0mm diameter x 38mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion located in the ostium to the mid cx of a patient, that was reported to be calcified and tortuous. Great difficulty was experienced in passing the stent using a kissing stent technique. It was reported that a deformity was noted at one of the loops, and the physician tried to correct it and bypass the stenosis once again, but did not succeed despite the recurrent pre-dilations performed in an attempt to facilitate the passage of the stent. Two shorter stents were successfully used. Device evaluation: the stent was moved distally covering distal marker band. Multiple stent struts were raised, damaged and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation and failure to deliver device). Deformation problem (damaged stent). Patient condition affected effectiveness of the device (patient lesion morphology calcified and tortuous). Conclusion: device failure/lack of effectiveness related to patient condition patient lesion morphology; calcified and tortuous). (B)(4).